Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. Alerts were also triggered on the rv lead for high/undefined rv defib coil impedances and high/undefined pacing impedances during the atrial lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was rising and the pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.